Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2020. It was reported that the pump was not explanted but was instead replaced on (B)(6) 2020. There was fluid noted in the pump pocket. It was noted that the baclofen in the pump was lioresal. The patient recovered without sequelae.

Event description:
On (B)(6) 2020, additional information was received from the patient's mother. The caller reported a motor stall and that the patient's current pump malfunctioned 3 times; (B)(6), (B)(6) and yesterday ((B)(6) 2020). The pump was alarming; multiple alarm tone, every 10 minutes. The patient saw a surgeon on monday, who said the pump was working. Now it malfunctioned. The caller called the managing hcp yesterday ((B)(6) 2020) and asked if a manufacturer representative (rep) would come out and interrogate the pump and "they told her they do not do that". The caller stated that no one has interrogated the pump. The caller called the surgeon, who called a rep on the date of this call, and told the caller the rep would not come. The hcp wanted to do the surgery and take the pump out without checking it. The caller stated the pump worked and gives the patient medicine and she does not want to cut the patient open every 60 days. The caller was frustrated why the rep could not come out and interrogate the pump before putting the patient through surgery. It was stated that the pump was not on a recall list and is supposed to last for 6 years and not 60 days. It was noted the patient cries every time the alarm goes off. An rep was emailed regarding the reported information on (B)(6) 2020. The rep replied back that the managing physician already interrogated the pump and noted there was a blizzard and travel advisory in their area. The rep stated another rep has been working with the implanting physician and managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 2020-03-19 13:18:12 (B)(4). Product ID# 8637-40. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that they did not send the fluid for analysis. No further actions were taken related to the fluid in the pocket. The cause of the fluid in the pocket was not determined. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via device manufacturer representative. The patient was receiving 500 mcg/ml baclofen at a rate of 100mcg/day via implanted infusion pump, and the patient's medical history included cerebral palsy.   It was reported that repeated lengthy motor stalls occurred with the pump. As of (B)(6) 2020, there was no patient injury. It was indicated that the pump would be explanted due to the motor stalls.